Event description:
It was reported a cap holding forceps broke during surgery. The surgeon was performing a routine vertical expandable prosthetic titanium rib removal and while removing the rib cap, the instrument broke at the tip. The surgeon retrieved the broken tip of the device. The patient was originally implanted about five or six years ago from the mid-thoracic area to the pelvis. There was no delay in surgery and no patient adverse event; the surgery was successfully completed with another device. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: a manufacturing evaluation was completed: both tips of the rib hook cap holder have sheared off. The manufacturing evaluation shows that there were no issues during the manufacture of the product that would contribute to this complaint condition. A hardness test was performed and found to be conforming. Root cause: too much force causing the tips to break. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. A review of the device history records has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.